Event description:
It was reported, that the nail that was implanted in 2005 was found to be broken. The pt was revised due to non-union, infection and broken nail.

Manufacturer narrative:
Additional info has been requested and if rec'd will be supplied on a supplemental report.